Manufacturer narrative:
The technician found the brake casters were worn most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brake casters are not locking (holding). The bed was located in ICU at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).